Event description:
Product: -amo- complete moistureplus contact lens solution. In 2007, started having problems with my eyes. Took out my contacts but problem got worse over the weekend. Went to the dr, in 2007, said I have an eye infection gave me an steroid shot and prescription for steroid eye drops. 2007, I hear the recall notice for complete moistureplus. That's the product, I use. Dose: 12 drops. Frequency: daily. Route: ophthalmic. Dates of use: 2007 - 2007. Diagnosis or reason for use: clean contact lens. Amo complete moisture plus started using in 2007.